Event description:
During a lead reposition due to high voltage threshold the helix would not retract. When trying to remove the stylet from the lead, it could not be removed. The lead weas cut and capped with the stylet still inserted.